Event description:
It was reported that during insertion of the acculink device into a 7 french non-abbott sheath, slight resistance was encountered and 3 mm of stent struts became exposed despite the handle being locked. The acculink was exchanged for an xact 7-9 x 40 mm stent. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The resistance with the sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.